Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional via manufacturer representative regarding a patient who was receiving an unknown drug at an unknown concentration and dose via intrathecal drug delivery pump for non-malignant pain. It was reported that the patient could not hear his low reservoir alarm, which resulted in a missed refill. Factors that may have led to the issue, troubleshooting, and actions taken to resolve the issue, were unknown. Surgical intervention did not occur, and it was unknown whether it was planned. The patient status was 'alive - no injury.' There were no reported symptoms. No further complications were reported.